Manufacturer narrative:
Additional information. The pump was returned for evaluation. Device evaluation: the pump was returned with the driveline severed approximately 8.5 inches from the pump housing and the severed portion of driveline was not returned. The sealed outflow graft and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a red, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition had evidence of denaturation and the circumferential contact marks on the outlet cone section of the rotor, indicate that the deposition was present in the outlet stator for an extended amount of time while the pump was operating. The thrombus found in the pump could have potentially contributed to the reported elevated ldh. The report of an outflow graft thrombus cannot be confirmed as the sealed outflow graft was not returned for evaluation. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It was initially reported that the explanted pump was returning for analysis; however, the device was not returned. Multiple requests for return of the explanted pump were issued to the customer; however, no information regarding pump disposition was provided and to date, vad-(B)(4) has not been returned for evaluation. No product was returned for evaluation. A correlation between the device and the report of a suspected outflow graft thrombus and a specific cause for the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 during a routine follow-up visit the lactate dehydrogenase (ldh) was elevated to 725 u/l and the inr was 3.5. The patient¿s ldh baseline is low 300''s u/l. At time of admission, the patient¿s anticoagulation consisted of aspirin 81mg daily, coumadin 7mg daily, and persantine 75mg three times per day. An angiomax infusion was initiated and coumadin was decreased to 5mg daily. A CT angiography was negative, revealing good blood flow through the lvad and outflow graft. Angiomax was discontinued on 05/24/2017 when the patient¿s ldh was 430 u/l. On (B)(6) 2017, the patient¿s ldh increased to 618 u/l; angiomax was started that afternoon. The patient¿s ldh decreased to 555u/l and angiomax was again discontinued. The patient¿s inr was between 2.7 and 4.8 during the hospital stay. The plan was to discharge to home on (B)(6) 2017. The patient was discharged on an unspecified date and followed up in clinic on (B)(6) 2017. The patient¿s ldh was 744 u/l and inr was 3.5. Coumadin was increased. The patient returned for planned laboratory tests on (B)(6) 2017, and was admitted due to increased ldh. The patient¿s ldh range since admission had been between 636 and 878 u/l. The patient was placed on angiomax and aggrastat. A CT angiogram revealed small thrombus in the outflow graft. A pump exchange was to be performed if the patient¿s ldh remained elevated. No additional information was reported.

Manufacturer narrative:
Corrected information. It was initially reported that the patient would remain supported by the lvad. The patient subsequently underwent a pump exchange. The device will be returned for evaluation. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that the patient was again admitted on (B)(6) 2017 with a lactate dehydrogenase (ldh) of 962 u/l. The patient was again treated with angiomax and aggrastat. Ldh remained above 700 u/l. On (B)(6) 2017 the patient underwent a pump exchange.